Manufacturer narrative:
It was reported that the device was explanted due to stenosis. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Patient's medical history includes: mitral stenosis, congestive heart failure, third-degree heart block, history of tobacco abuse, history of IV drug usage. It appears that patient related factors likely contributed to the onset of her prosthetic tricuspid valve stenosis. Edwards will continue to monitor all reported events. No further actions are possible with the available information.

Event description:
It was reported that a (B)(6) female had her edwards tricuspid valve explanted after an implant duration of approximately eleven (11) years. It was identified, through review of source documentation provided, that the valve was significantly stenotic across all three leaflets. Patient comorbidities: atrial flutter, atrial fibrillation, mitral stenosis. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement.